Event description:
The following info was reported to rci on 21 june 2012: on (B)(6) 2010, the home health nurse visited the pt for dressing changes. It was claimed that, when the nurse removed the v.a.c. Granufoam, the wound began to bleed. The home health nurse called paramedics who transported the pt to the hospital where, it was reported that the pt received a blood transfusion. No other info is available.

Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online, states: consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Granufoam dressing to potentially reduce future adherence, or consider more frequent dressing changes. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) /organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting seemed appropriate by the treating physician.